Event description:
The biomedical engineer (bme) reported that recently the staff has noticed that the patient name and some other information are either being changed or deleted completely from the individual bed tiles when viewing on the central nurse's station (cns). They stated that he was told that the issue is occurring on all 3 cns units for the site and that this issue started happening right after the multiple patient receiver (org) software update they had done in early jan 2022. All 3 cns units are currently running software version 02-40. They will speak with the manager and decide if they want to continue with the service visit. Tech support (ts) recommended they collect the log files and provide them to us for investigation. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that recently the staff has noticed that the patient name and some other information are either being changed or deleted completely from the individual bed tiles when viewing on the central nurse's station (cns). They stated that he was told that the issue is occurring on all 3 cns units for the site and that this issue started happening right after the multiple patient receiver (org) software update they had done in early jan 2022. All 3 cns units are currently running software version 02-40. They will speak with the manager and decide if they want to continue with the service visit. Tech support (ts) recommended they collect the log files and provide them to us for investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Central nurse's station model: cns-6201a. Sn: (B)(4). Device manufacturer date: 10/03/2011 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient's information was either changed or deleted from some individual bed tiles on four central nurse's stations (cnss) immediately after a multiple patient receiver (org) software update was performed the previous month. No patient harm was reported. Investigation summary: nka on-site support was sent to the customer and they performed a site survey. We documented the nka devices, software versions, and ip addresses. We also documented the current uhf channels that were in use. Wireshark and network insight proved to be a clean network with no duplicate ip addresses or hospital connections. There were no documented issues with telemetry signal dropout. They have 4 cns devices, 16er beds, 10 ICU beds and 32 telemetry transmitters for a total of 58 devices. What we found was a multifaceted issue. 1. Sometime earlier this year the hospital's internet service provider had changed their ip scheme. This caused all the hospital vpns to not work. The nka hl7 server is hosted offsite on a vpn. 2. The his team was not aware that the hl7 vpn was down. 3. During the time the hl7 was not working, a procedural change had mistakenly taken place where some techs were inputting a 10-digit v number patient ID, and other techs were inputting an 8-digit m number used for patient identification. The hl7 was designed for a 10-digit v number. 4. The other issue noticed was that ed does not add patient ID numbers as they are still being created by the his team. Then when a patient is transferred to the ICU or a telemetry device, the monitor tech is not adding the v number to the system. 5. A few patients had only a 9-digit v number. Based on this service report, the causes of the signal loss, patient name, and emr issues are likely related to the customer's network environment as well as use error when entering patient information into hl7. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 02/18/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/25/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded with complaint details, but did not provide the requested information. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with this cns. Model and serial number information was available for only one other cns: central nurse's station: model: cns-6201a. Sn: (B)(6). Device manufacturer date: 10/03/2011. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. 3 central nurse's stations: model #: ni. Serial #: ni. Orgs: model #: ni. Serial #: ni. Telemetry transmitters: model #: ni. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the patient's information was either changed or deleted from some individual bed tiles on four central nurse's stations (cnss) immediately after a multiple patient receiver (org) software update was performed the previous month. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the patient's information was either changed or deleted from some individual bed tiles on four central nurse's stations (cnss) immediately after a multiple patient receiver (org) software update was performed the previous month. No patient harm was reported.